Event description:
Customer reported pain when the device is being inserted and worn. She observed that the cannula was bent and there was blood at the insertion site. Her blood glucose reached 371 mg/dl. Customer was upset when asked to give blood glucose history and would not report any.

Manufacturer narrative:
The device was not returned for evaluation. Unable to confirm kinked cannula or to determine whether it, or some other product condition, could have contributed to reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)."